Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, and the small section of the shaft that was returned were microscopically examined. The device was s broken in 1 place. The break was 6cm from the hub. The device was not completely separated the inner liner was still attached. The remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter shaft fracture occurred. The target lesion was located in the liver. A renegade hi-flo kit was selected for use. During a transcatheter arterial chemoembolization (tace) procedure, it was noted that the middle part of the microcatheter was fractured. The device was removed by simply pulling out. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter shaft fracture occurred. The target lesion was located in the liver. A renegade hi-flo kit was selected for use. During a transcatheter arterial chemoembolization (tace) procedure, it was noted that the middle part of the microcatheter was fractured. The device was removed by simply pulling out. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.